Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that when the mobile view station (mvs) computer was opened, it was found that the jack of one of the hard drives was not pressed in. It was reseated and connected. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that there was a mobile view station (mvs) boot up error. It was reported that when uncrating the system, the new system was getting an error that it was searching for a boot device. There was no patient present when this issue was identified.